Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging of dizziness/headache and respiratory tract irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. . The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 4 error code found. In box d. Model number, catalog item identifier and product UDI has been updated. In box g: date received by mfg (rfb) has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid and remedial action init, recall (z) number has been updated.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging of dizziness/headache and respiratory tract irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.